Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #:(B)(6): UDI#: (B)(4) h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the camera faulted and was replaced. Codes b01, c08, and d02 are applicable to this analysis. H3, h6: the camera was returned to the manufacturer for analysis. Through functional testing and visual/physical examination, the camera was found to have scratches on the housing and lenses. Event logs reported intermittent firmware incompatibility and intermittent faults indicating illuminator voltage measured lower than the recommended operating voltage. There was a battery voltage low message, along with bump detected and storage temperature exceeded alerts. An electrical failure mode was identified. Codes b01, c02, and d02 are applicable to this analysis. H3: please see section d9 for when the device was available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed 'localizer faulted.' Technical services (ts) walked the manufacturer representative (rep) through network device interface (ndi) toolbox. Upon being able to connect, the rep entered ndi toolbox and reported bump and internal temperature both faulted. The likely cause of the issue was the complementary metal oxide semiconductor (cmos) battery in the camera. There was no patient involvement.

Manufacturer narrative:
H2: additional information was received. A vendor analysis confirmed the issue to be a faulted battery. The battery, enclosure, and ir window were replaced and the component functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.